Manufacturer narrative:
The patient's age was not provided; however, the patient was over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. One plastic optical fiber (pof) extended from the cap, confirming the complaint. The working channel sleeve extended from the distal cap when received. Maximum protrusion was noted when the large knob was articulated in the clockwise direction. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal cap contained 4 weld marks, each with 8 spot welds. A functional assessment was performed. The device was plugged into the controller. The protruding pof was seen in the field of view. No other issues were identified with the image. The device was fully articulated in all directions. A guidewire was back-loaded through the distal end of the scope. A spybite was passed though the working channel. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The catheter was cut open using the cutting fixture to expose the working channel sleeve. The working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter along bond a, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The investigation concluded that the returned unit was consistent with the reported complaint incident of ¿catheter component breaks.¿ the device was also analyzed as ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that there was an unintended light on the monitor. The procedure was discontinued and the spyscope ds was removed from the endoscope. When the tip was checked, it was found that the optical fiber was protruding. Reportedly, no part of the device detached. The procedure was stopped due to the device malfunction. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding. Please see block h10 for full investigation details.